Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to force senor not properly plugged in to printed circuit board. Unit received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, broken battery tube threads, cracked case, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Family friend of customer, (B)(6), reported via phone call that the insulin pump received critical pump error. Blood glucose level at the time of the incident was 127 mg/dl. Advised pump will need to be replaced. The insulin pump is expected to return.